Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and crease fold. Weight measurement of the device identified device was underweight. A microanalysis was performed which identified a sharp broken crease, stress marks, and wear abrasion. Based on the device analysis the final assessment was a sharp broken crease on radius due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The events of raynaud's phenomenon and autoimmune/connective tissue disorders are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported having raynaud's phenomenon and being diagnosed with mixed connective tissue disease. Healthcare professional reported a left side rupture. Device remains implanted.